Manufacturer narrative:
Correction information was added in d.4. Additional information was added in d.9. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received at that time, damage to the iol haptic was observed. A new iol was inserted, and the patient's postoperative course was good, with a corrected visual acuity of 1.2.

Manufacturer narrative:
Additional information was added in a.2., a.3a., b.3., b.5., b.6., b.7., h.3., h.6. And h.11. The intraocular lens (iol) was returned for analysis and the reported complaint was observed. No device returned. Iol returned wrapped in surgical fabric. The iol is broken/cut in 4 pieces. One haptic is cut/split at the haptic optic junction. The remaining iol is split/cut, this remaining damage is consistent with the iol having been explanted. We are unable to determine the root cause for the reported complaint "haptic of iol was found broken in eye, iol centration was bad". Only the iol was returned for analysis. The device was not returned. As a result, we are unable to conduct a comprehensive investigation to determine the root cause of the reported complaint. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information and lack of autonome device, we are unable to verify if the product contributed to the event. In addition to this, all intraocular lenses (iols) are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, he confirmed centering of the iol and there was no problem. Then, he finished the surgery. During consultation on the following day, the iol centration was bad and the haptic of iol was found broken. On the same day, replacement of the iol was performed. Additional information has been requested.